Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the tip of the lcp drill sleeve broke. It was reported the parts have been disposed of by the hospital. No further information is available.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the returned drill sleeve for conformances to specification, as well as the device history records were reviewed. No abnormal findings were identified. The microscopic view of the broken surface does not show any anomalies of materials structure. It is possible that high mechanical force during the surgery may have caused this breakage. No product fault could be detected; device was manufactured in october 2010 according to specifications.